Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.

Event description:
The customer called reporting that she was experiencing symptoms of hypoglycemia and felt like she may have a seizure. She stated that she attempted to test her blood glucose level, but was unable to test. The customer ate a spoonful of sugar, drank some orange juice, and ate some jello to bring her glucose level up.